Event description:
The following was reported to hamilton medical ag: summary:when remove the rear cover, the connector from the interface board ffc was already defective and broke off after disconnect the interface board ffc. The technical error occurred when the logfiles were exported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: broken connector on the mainboard. Correction: mainboard replaced. Hamilton medical ag complaint number: (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: broken connector on the mainboard. Correction: mainboard replaced.

Event description:
The following was reported to hamilton medical ag: summary:when remove the rear cover, the connector from the interface board ffc was already defective and broke off after disconnect the interface board ffc. The technical error occurred when the logfiles were exported.